Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call reservoir occlusion. Customer advised they have 6 reservoirs and they are unable to pull the plunger back to fill it with air. Customer advised they took the reservoir out directly from the package. Customer was advised to discontinue use of the reservoirs and revert to a backup plan. Customer was advised that the reservoirs would be replaced and agreed to return the products for analysis.